Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as ¿high¿ on the continuous glucose monitor. Reportedly, the customer was using cold insulin. Tandem technical support educated the customer on insulin labeling. The customer administered a correction bolus via the pump to address the bg. Tandem technical support performed a full pump system check and verified that pump was operating appropriately. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.